Manufacturer narrative:
Used after expiration - study event. The stent remains in the patient. The lot number was provided. Stroke is a known potential adverse effect associated with the use of the device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient developed confusion and weakness in all extremities. Multiple CT's were normal. The patient was diagnosed with a subcortical cerebral vascular accident. Treatment include an extra dose of 150mg plavix. The condition is listed as continuing and improving. Four days post procedure, the patient was discharged to a rehabilitation facility. There was no additional information provided.